Event description:
It was reported that the cassette sensor is defective.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a degraded downstream occlusion (dso) seal. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso seal was the root causa and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.